Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was unable to get telemetry. Troubleshooting steps were taken to no avail. The nurse was referred to the patient's cardiologist as the reader was not finding the device. No patient complications have been reported as a result of this event.